Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil could not be detached. Three detachment attempts were made with the first instant detacher, and 2 attempts were made with a second instant detacher. Two attempts were made manually, and the coil still could not be detached. There were no issues with the instant detachers. The coil was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right anterior communicating artery. The max diameter was 3mm, and the neck diameter was 2mm. The patient's blood flow was normal, and the vessel tortuosity was moderate. Ancillary devices include a fubuki 8f guide catheter and a headway 17 microcatheter.

Manufacturer narrative:
H3: as found condition: the axium prime coil was returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: no bends or kinks were found with the pusher. The pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. This indicates that no detachment attempts were made with the axium prime coil. The release wire coin was found still against the lumen stop and the implant coil was still attached to the pusher. The pusher shield coil was found stretched and entangled with the implant coil. The implant coil was found stretched on its proximal end. Testing/analysis: an in-house ID (instant detacher) (model: ID-1 lot: 9443624) was then used for a detachment attempt with the returned axium prime coil. The ID detached the ai and the release wire coin pulled back from the lumen stop; however, the implant coil remained attached due to entanglement with the stretched shield coil. Conclusion: based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. The cause was determined to be implant coil entanglement with the damaged shield coil. However, the cause for the damage shield coil could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no particular problems with the coil. After fully deploying the coil, it was not de-detached. There was no pushwire damage observed after removal from the patient.